Event description:
It was reported that a doctor experienced an electrical shocking sensation while using an aseptico endo dtc motor. No injury resulted.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.